Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on july 8, 2021.

Event description:
Customer stated that the following data related to an event of ultra filtration inaccuracy registered during a dialysis treatment while using the nipro surdial x machine bearing serial number (B)(4). Patient's weight on admission was (B)(6), programmed ultra filtration was (B)(6). Patient's blood pressure dropped to 83/45 and was given saline 200mls volume. Patient's final weight upon completion of treatment was (B)(6). Total amount of fluid removed during treatment was not recorded. Patient's ultrafiltration ratio (ufr) was reduced to 1.4. No further information was provided.

Event description:
Customer stated that the following data related to an event of ultra filtration inaccuracy registered during a dialysis treatment while using the nipro surdial x machine bearing serial number (B)(6). Patient's weight on admission was 76.2kg, programmed ultra filtration was 2.3 kg. Patient's blood pressure dropped to 83/45 and was given saline 200mls volume. Patient's final weight upon completion of treatment was 75.4kg. Total amount of fluid removed during treatment was not recorded. Patient's ultrafiltration ratio (ufr) was reduced to 1.4. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.